Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt complainted of seeing a dark shadow and flickering lights. Additional info provided indicated the pt further reported trouble reading and glare with overhead lights. Letters seem 'jumpy'. The association between this event and the iol is not known.